Manufacturer narrative:
Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer's son states his mother feels well and no medical attention is needed. The customer's expected blood results are 140-200mg/dl fasting. Verified the strips expire 05/31/2018. Customer confirms the strips are stored in the bathroom and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Customer's concern: the customer is concerned with these results: 524 mg/dl , 528 mg/dl, and 542 mg/dl on (B)(6) 2015. The customer's son ((B)(6)) is calling on behalf of the customer. Adverse event not reported.